Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient's weight at the time of the event was 43.1kgs. It was also reported that at the refill they were expecting 13.8ml and only got 9.1ml back. It was reported that no diagnostic tests were performed. For troubleshooting, they withdrew the volume after initial refill attempt. The cause of the volume discrepancy was reported as possibly being due to air. The cause of the difficulty aspirating the pump was not known. It was reported that the pump aspiration was attempted by another provider. The issue was resolved and there were no further issues at the patient's next refill visits.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. It was reported that the healthcare provider (hcp) stated that at refill today they were expecting 13 ml and only got 8 out; when they went to fill the nurse could only get 37 ml in and could not fill it any further. The hcp inquired if they should redo the entire fill. The manufacturer's technical services specialist (tss) reviewed the possibility that pump was not completely emptied when they first aspirated. Tss reviewed the option to aspirate contents and measure to see if they could get 40 ml out right now. Tss discussed considerations around drug stability. The hcp noted that they have not had volume discrepancies in the past. The hcp called back and stated after aspirating 37cc's of drug out of the pump, they noticed they had pushed some air into the pump. The hcp stated they were then able to put 39ccs into the pump but was wondering if 1 ml of air would damage the pump or cause drug to be dispensed at a faster rate. Tss discussed applying negative pressure and stated air in reservoir would not change flow rate.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.